Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer reported the issue while changing out the infusion set. Customer's blood glucose was 78 mg/dl. Customer reported the insulin pump was not rewound with the reservoir in place. Customer also reported the insulin was stored at room temperature. The reservoir will not be returned for analysis.